Event description:
Boston scientific received information that the patient implanted with this device system reported that due to the right ventricular (rv) lead providing inappropriate shocks, the battery of this device depleted. The device was subsequently removed and replaced without complication. The rv lead was surgically abandoned and replaced. The device was never returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.